Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that two bd integra¿ syringe(s) with detachable needle were leaking. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: since no samples displaying the reported condition were received no defects could be confirmed.

Event description:
It was reported that two bd integra¿ syringe(s) with detachable needle were leaking. There was no report of exposure, injury or medical intervention.